Event description:
The customer went to the emergency room for hyperglycemia on two different occasions. The customer was treated with IV drip and released. The customer informed that no bent cannulas and no site related infections were found at that time. The programming and histories on the pump were correct. A fixed prime with the reservoir in the pump was performed and the insulin exited.